Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during fill. The home patient (hp) stated the hc alarmed chl in fill. The hp stated she changed out the cassette but not the solution bags. The baxter technical service representative (tsr) informed the hp when starting over with new supplies that all the supplies need to be changed out and not just the cassette. The tsr advised the hp to end therapy and start over with all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(4) 2013 and she said she was able to resume therapy after starting over with new supplies. Since then she has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.